Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 pn relion 31g x 6mm 3b tw were unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported that 3 pen needles clogged during injection. Date of event: (B)(6) 2021; samples status: discarded.

Event description:
It was reported that 3 pn relion 31g x 6mm 3b tw were unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported that 3 pen needles clogged during injection. Date of event: (B)(6) 2021. Samples status: discarded.

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and no needle clog fail found.